Event description:
It was reported that the pump miscalculated boluses. The customer had a blood glucose (bg) level that displayed as "low", a specific value was not provided. Bg was addressed by eating carbohydrates. The customer declined to continue troubleshooting with tandem technical support, so allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.